Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery power loss and had blank display. Customer's blood glucose value was 111 mg/dl at the time of the incident. The customer was assisted with troubleshooting for unexpected battery power loss. Device will not return device for analysis.